Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred ¿one month¿ prior to contacting lfs. The patient manages her diabetes by self-adjusting her insulin doses. The patient denied developing any symptoms as a result of the meter issue however stated that on (B)(6) 2017 she visited the doctor¿s office, where she had her blood glucose tested on a doctor¿s meter, however could not specify the result, and subsequently the doctor gave her ¿6 additional units of insulin¿. During troubleshooting the cca noted that the test strips had not expired or been stored incorrectly. It was not the first time that the meter had been used and the patient had followed the correct testing procedure. The patient was walked through a retest and the issue was resolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly received medical intervention from a healthcare professional after the alleged product issue began.